Event description:
It was reported that a pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level. The caller had not previously reported cartridge alarms with this pump, and the customer was assisted by technical support in loading a new cartridge correctly, allowing them to successfully resume insulin therapy.